Event description:
Our facility leases on a "as needed" basis a phaco unit. The unit was being used this date for three cataract surgeries. The leasor delivered the equipment and stayed through out the first surgery and left during the second surgery. During the third surgery, the unit was not operating properly - according to the physician, it was not aspirating. The lessor was contacted and surgery personnel proceeded according to his instructions; however the unit would still not work properly. The physician then proceeded with extracapsular extraction, in lieu of phacoemulsification. It is not known at this point what, if any, residual effect is anticipated with the patient. The unit was evaluated after the incident.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: unknown. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: unanticipated. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.